Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient woke up on (B)(6) 2019 with a new pain at the battery site. The patient saw their healthcare provider (hcp) and they thought that the ins was flipped but no x-ray was taken. The hcp thought of moving the implant deeper since the patient was smaller but prior to surgery the patient decided that they didn't want the ins and it was removed. No further complications reported.